Event description:
The customer observed a false positive troponin result generated on an architect i1000sr processing module for one patient. The initial result = 1190 ng/l, repeat result = 5.25 ng/l. The patient was redrawn, and the sample generated a result = 1.8 ng/l. The customer¿s normal range is <30 ng/l. There was no impact to patient management.

Manufacturer narrative:
This issue was previously reported under MDR number 168664-2021-00008 under the same suspect medical device but an incorrect manufacturer name, city and state. Service recommended the customer replace the arc, probe and recalibrate. The customer did not change the probe but recalibrated it, which resolved the issue. No additional discrepant result issues have been reported since the part was recalibrated. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review for the arc, probe did not identify any trends. A review of tracking/trending for alinity I/architect ia found no similar issues related to the architect system, parts, or discrepant results as described in this complaint. The architect i1000sr erratic result rates were within acceptable limits with no trends identified. Device history record review did not identify any non-conformances or potential non-conformances for the parts associated with this complaint. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the architect i1000sr, serial number i1sr52447, was identified.